Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an initial operation occurred on (B)(6), 2014 for humeral head necrosis. A revision surgery with implant removal and endoprosthesis occurred on (B)(6), 2014. Due to the severity of the injury there was a high risk for building a humeral head necrosis, therefore since the tubercles healed well due to the surgery, prosthesis was successfully implanted. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis pt age: birthdate reported as; (B)(6). Additional device info: device is an instrument however the contents (cement) of the kit were implanted on (B)(6) 2014 and explanted on (B)(6) 2014. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.